Event description:
Related manufacturer reference number: 2017865-2024-69186. It was reported that patient presented for scheduled procedure. During procedure, it was noted that left ventricular (lv) lead exhibited impedance anomaly connected to the left ventricular port. During removal of the lead, it was noted that lead was difficult to remove from the header. The lead was not used and replaced with new lead. There were no patient consequences.